Manufacturer narrative:
Service on the device was performed by the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detected" alarm but no blood was visually detected. The customer rebooted the iabp and the alarm was clear but the screen of the iabp was displaying one color only, all the trigger signs were visible but at the same color. The patient was switched to another iabp and therapy was continued. No patient injury was reported.